Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported event or reproduce the error. The fse performed preventative maintenance on the device and the unit was returned to service.

Event description:
It was reported that the unit would not go into standby. There was no patient involvement. Event date not specified, estimate used.